Manufacturer narrative:
The device was received fully deployed. The device generated an 0x18 safety alarm, indicating the pod reservoir reached empty. During investigation, the top and bottom housing were observed to be cracked. The exact cause and timing of these damages could not be determined. Additionally, the bottom housing vent was observed to be punctured, which aligned with puncture damage to the reservoir indicating these damages occurred post-use. No damages or defects were observed that would contribute to the over delivery of insulin. Inspection of pod data and patient history buffer data indicated the device operated as intended.

Event description:
It was reported that the patient had to seek medical attention with hypoglycemia. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod between 24 and 36 hours. It was also reported that the patient was unresponsive. The patient was treated with glucose. The patient was released the same day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s938u1ues5ayh2 hardware: sm-s938u1 cgm sensor type: g7.